Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat the heavily calcified, heavily tortuous right coronary artery (rca). The trek balloon was advanced into a guide catheter with a non-abbott guide catheter extension and there was resistance inside the guide catheter during advancement; however, the physician continued to advance the balloon. It was seen on angio that the balloon was not advancing so it was attempted to be removed. At this time the proximal shaft separated. The portion that remained was removed when a 1.5x12 mm trek balloon was advanced and inflated to trap/snare the shaft and all devices were then removed as a unit. There was no clinically significant delay in the procedure and there were no adverse patient effects. No additional information was provided. Received medwatch which states: during a pci (percutaneous coronary intervention), a balloon catheter fractured inside of the guide catheter. While advancing the balloon catheter, md noticed blood in the inflation device. The balloon catheter was removed, and part of the balloon catheter was retained inside of the guide catheter (visualized on fluoroscopy). The balloon catheter was snared out and guide catheter was exchanged.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Additionally, it was reported that even though resistance inside the guide catheter was noticed during advancement, the physician continued to advance the balloon and the shaft ultimately separated. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is likely that the applied forced against the reported resistance resulted in the shaft kinking and ultimately separating. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device; however, the separation appears to be related to user error/operational context. The reported removal of foreign body and unexpected medical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.